Event description:
The pt had an ascending aortic aneurysm measuring 4.8 cm in diameter. By transthoracic echocardiogram, she is known to have a bicuspid aortic valve. At the time of operation, the pt was found to have a bicuspid valve with 2 equal leaflets and no evidence of residual 3rd leaflet. The coronary ostia were directly opposite each other. At the completion of the procedure, the original aortic valve had been a 23 mm perimount, but after weaning from bypass tee revealed 2+ central aortic regurgitation that was felt to be significantly greater than the normal central valve jet. We were unable to identify any structural defect in the valve by tee. Because of these findings, we elected to go back on bypass. When we opened the ascending aorta by taking down the proximal suture line between the graft and the aorta, we did not identify any pinning of the leaflets. All 3 leaflets appeared to open and close normally. We did not see any defects in the leaflets themselves, but based on the tee findings it was felt best to re-replace the valve. The valve was replaced a second time with the aforementioned 23 mm medtronic mosaic, and on follow-up tee the valve was noted to be well seated and functioning normally, without evidence of significant ai. There was no perivalvular leak. Completeness of deairing was also confirmed by tee.